Event description:
Dexcom was made aware on-02/25/2025, that approximately on (B)(6) 2025, the patient experienced a skin reaction. The sensor was inserted on the upper buttocks on (B)(6) 2025. According to the patient¿s parent, the pediatric patient experienced a skin reaction with inflammation, pimples and infection extended beyond the patch perimeter. The parent took the patient to the children's emergency hospital due to severe pain and inability to walk. The patient had noticeable swelling, a bump with pus, and blood. The patient initially stayed for 6 hours and had to return for 3 consecutive days to be treated with intravenous antibiotics. At the time of the report the patient was good. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect - clinical code - 4551- nodule.